Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional via the manufacturer representative reported that the replacement took place on (B)(6) 2017.

Event description:
The manufacturing representative reported that there was premature battery depletion. The implantable neurostimulator (ins) had an elective replacement indicator (eri) about one year from implant. The previous ins had a longevity of 6 years at the same programming. Cycling was activated. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting were performed. No interventions or actions were taken to resolve the issue. The issue was not resolved at the time of report. Additional information received reported that a replacement was planned on (B)(6) 2017..

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was found to be at normal end of life with telemetry and output okay. If information is provided in the future, a supplemental report will be issued.